Manufacturer narrative:
E1. Address information was not provided; therefore, (B)(6) was used as the state. G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle slipped retraction after retraction. "Rn pushed white button to retract the needle after IV was placed. Rn placed the retracted needle piece on patient's bed after IV placement. When placing needle piece on bed, needle ejected. Neither staff nor patient was harmed.".

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of safety shield activation failure (catheter) with lot 5339236 regarding item 382623. DHR number 5339236 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
Additional information received and added to b.1. Describe event or problem

Event description:
Additional information: 9-apr-2026: did the needle initially completely retract? And then came out of the housing again when it was set down? Good morning, yes, that it correct.